Manufacturer narrative:
The reported adverse event could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header. Analysis of the device image indicated the device was within normal range of operation. Further analysis performed, including vibration and temperature cycle testing, found no anomaly. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity. No other anomalies were found.

Event description:
It was reported that the patient deceased due to dementia-related consequences and arrhythmia. There were no noted allegations that the arrhythmia was caused by an abbott product or abbott related procedure.